Manufacturer narrative:
The caller says she has not had pericarditis in a long time using smart touch unidirectional sf and has questioned whether the ngen settings may have caused this; however, there were no specific device malfunctions noted with the ngen. The workflow has always been, posterior: 10 second cut off ¿ 50w. Anterior: no time cut off ¿ ablation index target of 400. Pre-flow was set at: 1- 2 sec. Post flow: 0 sec. Ablation was not excessive, and force was reasonable with an average of 5-15g. Additional information was received on 27-mar-2025 which indicated that no intervention was required, however, the patient with pericarditis was re-admitted the next day with chest pain but were discharged within 24 hours. The patient fully recovered. Relevant labs and tests included: echoes showed no effusion, troponins were elevated, ECG showed signs of pericarditis. The physician's opinion on the cause of the adverse event is that it was patient condition related. It was reported that activated clotting time (act) was within range throughout the procedure, physician adheres to 350 for all her pulmonary vein isolations (pvi). It was also noted that the pericarditis was noted prior to ablation, however, it was also reported that the event occurred post procedurally. No error messages observed on biosense webster equipment during the procedure. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. Note: field d4. Catalog should be unk-smart touch unidirectional sf. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smart touch unidirectional sf and the patient experienced pericarditis that required hospitalization. The caller says she has not had pericarditis in a long time using smart touch unidirectional sf and has questioned whether the ngen settings may have caused this; however, there were no specific device malfunctions noted with the ngen. The workflow has always been, posterior: 10second cut off ¿ 50w. Anterior: no time cut off ¿ ablation index target of 400. Pre-flow was set at: 1- 2 sec. Post flow: 0 sec. Ablation was not excessive, and force was reasonable with an average of 5-15g. Additional information was received on 27-mar-2025 which indicated that no intervention was required, however, the patient with pericarditis was re-admitted the next day with chest pain but were discharged within 24 hours. The patient fully recovered. Relevant labs and tests included: echoes showed no effusion, troponins were elevated, ECG showed signs of pericarditis. The physician's opinion on the cause of the adverse event is that it was patient condition related. It was reported that activated clotting time (act) was within range throughout the procedure, physician adheres to 350 for all her pulmonary vein isolations (pvi). It was also noted that the pericarditis was noted prior to ablation, however, it was also reported that the event occurred post procedurally. No error messages observed on biosense webster equipment during the procedure. This event was originally considered non-reportable as there was no indication that the pericarditis required medical or surgical intervention or that the event was life threatening. There was no indication that the event resulted in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. It was on (B)(6) 2025 that bwi became aware of additional information which changed the reportability to MDR reportable for the prolonged hospitalization.

Manufacturer narrative:
Correction: on 23-may-2025, it was noticed the following update was inadvertently omitted from the 3500a supplemental (follow-up) # 1: additional information was received indicating the ablation catheter used was a ¿smart touch unidirectional¿ and not a ¿smart touch unidirectional sf¿ as previously reported. Note: field d1. Brand name has been updated from ¿smart touch unidirectional sf ¿ to ¿smart touch unidirectional¿ field d4. Catalog should be ¿unk_smart touch unidirectional¿. Field g4. PMA/ 510(k) has been updated from ¿p030031/s078¿ to ¿p030031/s053¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-apr-2025, additional information was received indicating the physician used those specific generator settings because it is what the physician is used to from the "UK". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).